Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) found the probable root cause to attributed to improper customer setup. Based on technical support engineer's (tse) notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 23003 - joint position limit, usm3, axis 4.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and confirmed that the error did not return during the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the image would flip to a mirrored image on its own. The customer informed it took three to four times of re-installing the endoscope to resolve the issue. The tse reviewed the error logs, which showed error 23003 pointing to axis 4. The tse recommended for the customer to reseat the sterile adapter on universal surgical manipulator (usm) 3, to manually rotate the endoscope, and to listen for any variable friction. The customer informed they would try that if the issue returned and would replace the endoscope if needed. The procedure was completing as planned with no reported injury.